Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "button on key pad that is not working when pressed and has fading discoloration" was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the 2nd to left soft key worn out and intermittently working. The keypad required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad button was not working when pressed found during testing in the biomedical service department. There was no patient involvement. No additional information is available.